Manufacturer narrative:
Initial reporter occupation: olympus sales representative. An olympus representative (rep.) Called in to report an off-label use of the oer-pro. The rep confirmed that the facility had been using an industrial disinfectant while reprocessing devices rather than alcohol. Per the rep's report, it is unclear how long this has been going on for. The rep informed the customer that the alcohol used with the equipment must be 70 percent ethyl-alcohol or isopropyl-alcohol. Using any other kind of alcohol may cause negative outcomes. An olympus process engineer spoke with the customer and provided for following steps for an action plan: replace the alcohol system: lines, valves, and tank. Run a water line disinfection to clear the remaining lines and valves of the oer-pro. At this time, the repairs have been completed according to the recommended instructions. The device is not scheduled for return. Should additional information relating to this situation be provided, a supplemental report will be submitted.

Event description:
An olympus sales representative reported the facility staff was incorrectly reprocessing while using their endoscope reprocessor. Reportedly, the staff was using an industrial disinfectant with the device instead of alcohol. This report captures device 2 of 2, the first device was captured under patient identified (B)(6). These event(s) occurred during reprocessing and had no patient involvement. Additional details relating to this situation have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿the alcohol used with the equipment must be 70% ethyl alcohol or isopropyl alcohol. Using any other kind of alcohol may result in malfunction of the equipment or the endoscope, difficulty drying the endoscope, fire hazard, or a hazard -due to toxic vapor emitted from the alcohol.¿ as noted in the initial medwatch, this report is capturing the incorrect reprocessing performed by the facility. Olympus will continue to monitor the field performance of this device.